Event description:
A physician reported following an intra ocular lens implant procedure, the patients has experienced multiple shift and blurry vision. The lens was later exchanged with a mono focal lens in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).